Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned diagnosis procedure when the issue occurred, and the procedure was completed using wired footswitch. Remote service engineer (rse) analyzed the log remotely and identified x-ray exposure was not possible due to short-time foot switch operation. It was informed to rse that the issue was occurring often even after using wired footswitch. Despite the issue occurring often, the rse was unable to confirm the reported issue. A philips field service engineer (fse) examined the system onsite and could not reproduce the reported issue related to the footswitch operation as there was no abnormality seen in the system control self-test that received the footswitch on signal, and fse confirmed that the wired footswitch is functioning properly. The fse suggested the customer to check the led indicator for the footswitch if the issue occurred again, and the system returned to use in good working order. No reoccurrences have been reported so far. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-rays were intermittently produced using the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.